Event description:
It was reported that prior to a novasure endometrial ablation the physician removed a fibroid with forceps and then performed a dilatation and curettage (d and c). During the novasure procedure, the physician rec'd two unsuccessful cavity integrity assessment (cia) tests. A hysteroscopy was performed and the physician could not visualize a perforation. The physician "suspected [a] perforation" and aborted the procedure. There was no treatment and the pt was discharged home. On (B)(6) 2012, it was reported that the pt is "doing well." A hysteroscopy, removal of a fibroid, dilatation and curettage (d and c), and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller and hysteroscope not provided by the complainant. Device history record (DHR) review was conducted from the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. IFU: according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).